Event description:
It was reported that, "the patient alleges failure of his hip prosthesis."

Manufacturer narrative:
There is insufficient information at this time to determine if a stryker device caused an adverse consequence for the patient. The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per the information received, the devices are not available at the time of the period, due to the ongoing litigation. Should device become available, the evaluation summary will be submitted in a supplemental report.